Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure, lack of slack and dislodgement were noted on the right ventricular (rv) lead post operatively. An issue regarding helix fixation was also noted. Dislodgement was confirmed by x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.